Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the device pressure kept dropping after being inserted into the patient and a hole was noted in the balloon. A second balloon was used to continue the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00581. The same patient is represented in each medwatch.